Event description:
(B)(4). It was reported that the surgical table at the account is nonresponsive using the remote or the override panel. There was no reported pt involvement and no reported adverse consequences.

Manufacturer narrative:
(B)(4): actual device was evaluated in the field on (B)(6) 2010. Eval summary: the surgical table is used to support and position a pt for surgical procedures in a hosp operating room. It is battery powered with an ac cable for recharge and is primarily operated with a remote control, and has an override panel as a backup to the remote. This table was reported to be nonresponsive with both the remote and the override panel. The override panel is the safety console in the table. If there is a malfunction and the handheld control does not function, the override panel would be used to articulate the table and finish the surgery. If this malfunction occurred during surgery, there would be a delay in the surgery and there may be a potential for pt injury as a consequence of this delay or moving the pt to another table. This specific malfunction was identified prior to a procedure and there were no pts involved, and no event occurred. In this case, the field tech performed functional tests and conducted a visual inspection of column casing. It was determined the override panel, column casing, and ir sensors needed to be replaced. The likely root cause is user error when articulating the table, which damaged the column casing and thus damaged the ir sensor and override panel. This type of non-conformance will be monitored for adverse trends. This is not a single use device.